Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine had thermal damage on the function board. The biomed said the circuit on the function board where the usb connects shorted/blew. There was visible charring on this component. The biomed was unsure when this happened. There was no known burning smell, and there were no reports of any smoke, sparks, or flames. The biomed said the usb port stopped working which prevented them from performing any software updates or using crit line adapters. The biomed replaced the function board to resolve the reported issue. The damaged part was confirmed to be an original fresenius part. No damage was identified on any other components. The machine has 19,550 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The damaged board was not available for manufacturer evaluation as it was reportedly discarded. However, the biomed provided a photo of a function board with the damage circled. There was no patient involvement associated with the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine had thermal damage on the function board. The biomed said the circuit on the function board where the usb connects shorted/blew. There was visible charring on this component. The biomed was unsure when this happened. There was no known burning smell, and there were no reports of any smoke, sparks, or flames. The biomed said the usb port stopped working which prevented them from performing any software updates or using crit line adapters. The biomed replaced the function board to resolve the reported issue. The damaged part was confirmed to be an original fresenius part. No damage was identified on any other components. The machine has 19,550 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The damaged board was not available for manufacturer evaluation as it was reportedly discarded. However, the biomed provided a photo of a function board with the damage circled. There was no patient involvement associated with the event.